Manufacturer narrative:
Per customer, qc and calibration were within established specifications prior to the event. A field service engineer (fse) was dispatched and replaced the stirrer motor which was noted to be noisy. There were no further issues of erratic glucose results.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding 3 erratic glucose (glu) patient results generated by the synchron lx20 pro analyzer when running in duplicate mode. There was no affect to patient with regard to this event.